Event description:
According to the rptr: the instrument misfired twice. An endoscopy was performed to be done in addition to the scheduled procedure. The endoscopy revealed intact staple line and suture line. No evidence of staple or suture line leaks.

Manufacturer narrative:
(B)(4).